Event description:
Per oos documentation, the device has been capped. Per biotronik representative (B)(4), changing thresholds and diaphragmatic stimulation were noted on the lead. The device remains at the hospital.